Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event. At around 12:00 am the patient was sleeping, when the parent, who is also a follower was alerted on the follow app that that the patient had no readings. The parent checked on the patient and confirmed that the cgm app was showing "brief sensor issue". A fingerstick was taken and the blood glucose reading was 70 mg/dl. No action was taken and they went back to sleep. At around 3:00 am, the parent was alerted for the same error, and went back to check on the patient again, but this time, the patient was unresponsive, their eyes were dilated, and they were sweating. The parent called an ambulance and when the paramedics took a fingerstick the blood glucose reading was 20 mg/dl. The paramedics administered glucagon through IV (most likely per injection). No further treatment was reported to be needed and the paramedics stayed until patient became stable. The paramedics left when the blood glucose reading was 200 mg/dl. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.